Manufacturer narrative:
Problem code 3009 captures the reportable event of stent positioning issue. A deployed ultraflex tracheobronchial covered stent and delivery system were received for analysis. Visual examination of the returned device found the stent was expanded. The green retention sutures were inspected and no anomalies were noted. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the reported event was most likely due to anatomical or procedural factors, such as characteristics of the lesion, the handling of the device, the technique used by the user, and the normal procedural difficulties encountered during the procedure, which may have limited the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on (B)(6), 2019 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stricture due to metastasis of airway cancer during an airway stent implantation procedure performed on (B)(6), 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent was able to be deployed; however, after a few minutes the stent moved out of its position. The stent was removed with a snare and the procedure was stopped and will be completed at a later date. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on march 22, 2019 that an ultraflex tracheobronchial covered distal release stent was implanted to treat a malignant stricture due to metastasis of airway cancer during an airway stent implantation procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure, the stent was able to be deployed; however, after a few minutes the stent moved out of its position. The stent was removed with a snare and the procedure was stopped and will be completed at a later date. There were no patient complications as a result of this event.